Event description:
During normal elective replacement, the set screw of the device could not be loosened. The device and a fragment of the lead were able to be explanted. A new device was implanted and the patient was in stable condition.

Manufacturer narrative:
Upon analysis, it was confirmed the ventricular lead could not be removed from the device. Analysis found the wrenches could not engage the v-setscrew to loosen it due to calcified blood filling the setscrew inset. After removing the calcified blood from the setscrew inset a wrench was able to be inserted into the inset, the setscrew untightened, and the lead removed. The event is consistent with blood entering the septum due to damage, consisting with a hole through the septum. A longevity assessment was performed and verified the battery level to be at normal elective replacement indicator (eri) level. The device had normal battery depletion into the range of eri.